Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Tip separated during procedure. The separated portion was retrieved successfully using a loop retriever. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, trends and a visual inspection of the returned device was conducted during the investigation. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The specimen presents cut damage to the (B)(6) jacket material (B)(4) to (B)(4) cm and (B)(4) to (B)(4) cm from the distal tip, and shear/cut damage to the inner (B)(6) wire (B)(4) cm from the distal tip. The cut damage to the (B)(6) jacket material in the vicinity of the core wire cut presents indications that it sustained a ductile tensile overload after the majority of the (B)(6) jacket was melted through. Based on the provided information and investigation results in this case, it is possible that the device was cut and/or melted during use with an instrument such as a laser, however without additional information a definitive root cause cannot be determined or reported at this time. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
Tip separated during procedure. The separated portion was retrieved successfully using a loop retriever. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.